Event description:
According to the literature source of study performed between june 2017 and august 2018, retrospectively reviewed and evaluate the clinical and radiologic outcomes of (scr) superior capsular reconstruction using fascia lata autograft in patients with (irct) irreparable rotator cuff tears over a mid-term duration and to assess the overall survival rate of the graft. The polysorb suture was used for subcutaneous and skin closure. There were 45 patients involved in the study. A total of 6 patients (13.3%) experienced infections. Among the patients with infections, 3 showed early postoperative superficial infections and were treated with open debridement and irrigation along with intravenous antibiotics. The remaining 3 patients presented late postoperative infections and were treated with arthroscopic debridement and graft removal, with later conversion to rtsa (reverse total shoulder arthroplasty).

Manufacturer narrative:
Mid-term outcome of superior capsular reconstruction using fascia lata autograft (at least 6 mm in thickness) results in high retear rate and no improvement in muscle strength / chang hee baek, m.d., bo taek kim, m.d., jung gon kim, m.d., and seung jin kim, m.s. / arthroscopy: the journal of arthroscopic and related surgery, vol 40, no 7 (july), 2024: pp 1961-1971. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.